Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated seven erroneous calcium results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the ratio pump and tubing. The fse also replaced the chloride, calcium, sodium electrodes and carbon bridge.